Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to high threshold leading to intermittent capture. Patient complaining of bradycardia.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between april 23, 2024 and december 18, 2024 recorded the pacing threshold around 1.5 v with slight increase at the end of the recording period. Furthermore the pacing impedance trend showed values around 650 ohms and a decrease to 500 ohms at the end of the recording period. The analysis of the provided iegm episode no. 13 from february 16, 2025 revealed loss of capture in the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.